Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2022. The customer also experienced hypoglycemia. The customer's blood glucose level was unknown. The customer was hospitalized treated in intensive care unit for 3 days.  Troubleshooting was performed and found that the customer got assistance with the pump programming. No further patient complications were reported. Customer was unable to complete carelink upload. The customer will continue the use of the insulin pump and will not be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information provided in the initial report in section h6 under health effect - clinical code 2364 was incorrect. The correct information has been provided  with this report in section h6 under health effect - clinical code : 2418. Information has been added, which was missed/incorrect in the initial report. The missed/corrected information has been provided in section b5, h6 under health effect - impact code with this report.

Event description:
Corrected description: customer reported that ambulance came and she was hospitalized on (B)(6) 2022 for low blood glucose. Customer did not have hyperglycemia or diabetic ketoacidosis. Customer was about to cook dinner and lost consciousness. Customer's doctor said she had administered 200u of insulin. Pump was used at the time of the incident. Sensor was used since transmitter was used. It was unknown if auto mode was used. There was no mention of pump programming.